Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4). Date of event: 2015. Patient height: (B)(6). (B)(4).

Event description:
It was reported the end user developed red, irritated, itchy skin under the skin barrier. The redness and itching started under the mass of the skin barrier and has migrated past the tape border. At times, the end user's symptom would improve but the area never fully resolved. The end user presented to the emergency department about two weeks ago to have the area examined. She was issued a prescription for an oral antibiotic (keflex 1000 mg) for 10 days. The affected area of skin improved somewhat; however, the irritation returned as soon as the she completed the course of antibiotics. The end was then seen by her surgeon and was prescribed a different antibiotic (unknown name). In addition, the end user was advised to use a more appropriately sized skin barrier and was given instructions on crusting techniques. No further information was reported.